Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed guided pump reset, and pump no longer displayed cgm error after reset.